Manufacturer narrative:
Due to character restriction in block e1 (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection by hospital staff, the cardiosave intra-aortic balloon pump (iabp) has a helium gas leak. There was no patient involved and no harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) stated, was able to reproduce the issue. Fse replaced helium tubing assembly (B)(4) and high-pressure regulator (B)(4). Although this equipment was repaired, it will not be returned to the hospital. As the equipment was only delivered in (B)(6) 2025, the hospital strongly requested that it be replaced with a new one, so we will be replacing it with a new one. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat)(B)(6): ar (B)(6) 2025. The failure analysis and testing dept. Received part number 0103-00-0637 and 0004-00-0103-02 with a reported unit failure of a helium leak. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed on any part. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. The most probable root cause is fatigue or contamination or loose connection.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) states able to reproduce the issue and repair is pending. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a